Event description:
Upon opening the neuron 070 it was determined that the tip was kinked.

Manufacturer narrative:
There are a variety of ovalizations on the distal tip of the catheter. There is a flattened tip from 0.0 to 1.2 cm. There are diagonal flat spots between 1.5-2.1 and 2.6-3.2 cm from the distal tip. There is a diagonal flat spot between 5.8 and 7.2 cm from the distal tip. A 0.070" mandrel was introduced into the hub and was advanced without resistance to within 7.5 cm of the distal tip, where significant resistance was encountered. Due to the compromised lumen, the catheter is non-functional. The damage reported in the complaint is confirmed. Given the packaging precautions ((B)(4)) it appears that the tip of this catheter was flattened during removal from the packaging. The DHR of this manufacturing lot has been reviewed. The review revealed that all appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per process monitoring requirements and results met specification. All parts released in this lot met specification.